Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, after completing the insertion of the product into the patient's cavity as a first port, it was noticed that some clear material was adhered to the inside of the cannula when the camera was inserted. The clear material (around 2 mm) fell into the patient cavity. The first port was replaced and another new one was used. When the second port was inserted to the cavity, the user lost sight of the fallen material, but at the end of the surgery, the material was found and retrieved by forceps. The surgical time was extended by more than 30 min. There was no injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection of the returned product noted the trocar balloon; lock collar and obturator appeared intact. The inflation syringe was received. A small sample bag was received with a small unknown piece of unrecognizable material. Pmv performed functional testing, the balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting allquality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.